Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms every time the insulin pump tried to deliver a bolus. Her blood glucose level was over 600 mg/dl. The customer was hospitalized in (B)(6) 2014 due to a diabetic ketoacidosis. She stated that she was not receiving insulin. The customer passed out in her portal potty and someone called 911. She was wearing her insulin pump at the time of the 911 call. The product was not returned. Nothing further to report.